Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump gave a low battery alert; the customer changed the battery and got a failed battery alarm, changed the battery again and the display remained blank. Blood glucose value was 7.4 mmol/l. It was stated that he display returned during the call. The customer stated that the device was not dropped, bumped or exposed to moisture and no damage was found on the battery cap contacts, spring or battery compartment. It was advised to monitor the insulin pump and a replacement battery cap will be sent. The device will not be returned for analysis.